Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 07/08/2022, it was reported by a sales representative via sems that a ar-6480 dw pump is not reading pressure consistently. This occurred in an unknown case, with no patient effect reported. No additional information was provided.